Manufacturer narrative:
Beckman coulter customer technical service (cts), via telephone, assisted the customer with draining the white blood cell (wbc) bath. The customer drained the bath three times with bleach and ran startup which resolved the issue. The customer will call back if further assistance is needed.

Event description:
The customer reported a diluent leak from the white blood cell bath (wbc) of the coulter ac.t diff analyzer. The volume of the leak was approximately ten (10) ml and was not contained within the instrument. The customer reported that the white blood cell (wbc) and hemoglobin (hgb) were running low on the controls. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The instrument operator was wearing personal protective equipment consisting of a laboratory coat and gloves during the event. Beckman coulter customer technical service (cts) resolved the issue by assisting customer with troubleshooting.